Manufacturer narrative:
It was reported that the patient came into clinic because of inability to connect the ac adapter to either port on the controller. A different ac adapters was used and was still unable to be connected. The controller was removed from service, quarantined, and destroyed in accordance with the requirements of a field safety corrective action and are therefore not available for analysis. The controller was part of a group of affected controllers where the electrostatic discharge (esd) was suspected to cause or contribute to data corruption in the pump motor controller resulting in a loss of communication. Based on an internal investigation, it was determined that the most probable root-cause is electro-static-discharge (esd), resulting in pmc memory read or write faults and subsequent pmc software malfunction, but without a watchdog timeout to induce a pmc reset and restart the pump. Implementation of esd shield was completed on revision 22 controllers and higher. No additional details are available. A review of the device's manufacturing records indicated that the unit met all the internal requirements prior to the quality assurance release process. The most probable root cause of the reported event cannot be conclusively determined since the device was destroyed as part of a field safety corrective action. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a controller malfunction. Even though a controller malfunction is a failure mode that could potentially lead to patient harm, clinical results and commercial experience demonstrate that the clinical benefits of the usage of the hvad system outweigh the analyzed risk. It was reported that the patient came into clinic because of inability to connect the ac adapter to either port on the controller. A different ac adapters was used and was still unable to be connected. The controller was not returned to the manufacturer for evaluation. No additional details are available.

Event description:
(B)(4) it was reported that the patient came into clinic because of inability to connect the ac adapter to either port on the controller. A different ac adapters was used and was still unable to be connected. The controller was not returned to the manufacturer for evaluation. No additional details are available.